Manufacturer narrative:
Available details indicate that the customer requested to order capacitor replacement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The final disposition of the device remains unknown as there is no additional information available. The customer ordered a replacement part to resolve the issue and we are expecting the return of the exchanged part. Upon receipt at philips the component will be evaluated, and the complaint will be reopened.

Event description:
Philips received a complaint on the defibrillator indicating that during the device had capacitor failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.